Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. This pump underwent routine maintenance where it was detected the pump's performance fell outside the acceptable range for the 30 psi test. Consequently, it necessitated an adjustment to the pump's 30 psi threshold. Following this discovery, the end user requested a hex file to recalibrate the pump, setting the 30 psi threshold to 313. This adjustment was made from the original threshold of 303. As a result, it is determined that the device does not need to be returned for further evaluation, given that the recalibration has successfully addressed the issue.

Event description:
On 03/11/2024, zyno medical received a report that the pumpm had failed the 30psi test, this requires a new hex file to be sent for pump calibration. After the pump is calibrated, it is operational. No patient was involved as it was discovered during testing